Event description:
It was reported the patient was not able to make adjustments with or without the antenna attached. It was stated the patient had not made connection with her programmer since (B)(6) 2012. The ¿poor communication¿ screen was seen with and without the antenna attached. It was stated the patient had a loss of therapeutic effect and his issues seemed to begin in (B)(6) 2012. The patient had been looking for a doctor who would take her insurance. It was reported the patient was sent a replacement programmer but it was also not working. It was stated both programmers were not communicating with the implantable neurostimulator (ins). The patient thought the problem was with the ins. It was stated the patient ¿didn¿t check it that often, but last (B)(6) 2012 she noticed it wasn¿t cooperating quite right because she was having a lot of incontinence issues.¿ it was noted in (B)(6) 2012, the stimulation ¿was faint and the lightning bolt thing was getting less strong.¿ the patient was planning to send the second programmer back to repair. Additional information was requested but not known at the time of report. It was later reported that the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative. It was noted that the patient had appointments on (B)(6).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3889-28, lot # j0542889v, implanted: (B)(6) 2005, product type lead. (B)(4).